Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced a no delivery alarm. Customer's blood glucose was 466 mg/dl. It was reported that insulin did not exit and pump alarmed with a 5.0 unit fixed prime. It was reported that insulin did not exit with plunger push and there was greater than normal resistance. Customer was advised to that infusion set and reservoir would need to be replaced.